Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
It was reported that the lead had sensing difficulty due to the patient anatomy. The lead was replaced, and a new lead was implanted. No patient complications have been reported as a result of this event.